Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium (type still unknown) during water sampling test. The unit has been quarantined until typing results and investigation complete. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in glasgow, united kingdom. Through follow-up communication with the customer, livanova learned that air samples tested were negative and no changes to disinfection processes were made. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11 laboratory report confirming the reported contamination has been provided to livanova. Based on available information concerning device cleaning and disinfection process performed in this hospital, it was learned that: all heater coolers are water changed daily; hospital does not use reusable blankets; when the device is not in theatres, it is stored in the corridor. The devices not inside theatre for use are all water changed or disinfected and used as a spare or emergency devices. The device surfaces are disinfected after every operation. The 3t aerosol sets are changed every 3 days. The device is placed inside of the operation theatre during use (estimated distance between the surgery field and the device: 2 meters). Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected. Disposable pall filter is used. The device is stored full of water. Indeed, the h2o2 monitoring is not checked during the weekend. The perfusionist changed water and mixed the hydrogen peroxide every morning monday to friday. A device service history review was performed and revealed that no other contamination events were reported since the unit installation. Based on investigation findings, it is reasonable to consider that the missed check of the h2o2 during days of non use, when the heater cooler is stored full, may have led/contributed to the reported contamination event. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.